Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The wooden handle impactor chipped during impaction.

Manufacturer narrative:
Examination of the returned cup impactor finds the handle material chipped as reported. It is noted that the item was manufactured in 1993 and has been in service for an extended period of time. The root cause is attributed to wear out through repeated use over many years of service. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.